Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing was due to a program corruption of the u3 flash.